Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4) per service record, the field service technician was unable to duplicate lap top ventilator 1200 not switching into noninvasive positive pressure ventilation mode. Sensitivity test ran for 24 hours to confirm function. The ventilator passed with no issues. The oxygen pressure test was also performed and ventilator passed with no issues noted.

Event description:
The customer reported lap top ventilator would not switch into noninvasive positive pressure ventilation (nppv) mode when trying to hook up bilevel positive airway pressure prior to patient use. The nppv light just kept blinking after pressing button second time. After 4 attempts of shutting lap top ventilator off and back on, lap top ventilator finally went into nppv mode. Upon further investigation, the customer reported patient was provided positive pressure ventilation through bag valve mask while trouble shooting the ventilator. No allegation of patient harm.